Event description:
Pt was placed in "bigboy" wheelchair for transportation from car to emergency room. Family member operating wheelchair. Pt allegedly had fingertips underneath seat of wheelchair. Pt sat down without wheelchair totally being unfolded, finger became lodged between metal rod and bracket, amputating tip of finger.